Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video were provided for review. Without the event date and full product information, a log review could not be performed. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's screw was dislodged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unspecified urological surgical procedure, a small screw from the synchroseal fell off. There was no report of the screw falling inside the patient, and the procedure was reportedly completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information. The nurse stated, ¿I cannot answer many questions regarding this case. The original incident date is unknown and the only information I was given is vague. There was no psr placed that I know of. The device never touched the patient and the piece that fell off never reached the sterile field. The lot # on the box is t91201125.¿